Event description:
During baxter's functional testing of a spectrum pump, it displayed "unload from guide #2." There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functional testing it was found to alarm "unload from guide #2." Further evaluation confirmed and reproduced the symptom, determined to be caused by a failed lower latch switch. The lower auxiliary assembly, which contains the lower latch switch, was replaced.